Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery cap of insulin pump fell off. Customer reported that they received pump error and was able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Self test passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.